Event description:
Numbness in extremities [hypoaesthesia]; pain [pain]; burning feet, arms, hands and fingers [burning sensation]; itchy feet, arms, hands and fingers [pruritus]; sore feet, arms, hands and fingers [pain in extremity]; tingling/prickling in extremities [paraesthesia]; lost sexual desires [libido decreased]; sore back [back pain]; limited range of motion [joint range of motion decreased]. Case description: a regulatory authority rep reported that they were notified that an adult female consumer, age unspecified, used fixodent denture adhesive, version unk cream, or poligrip, or seabond 1 applic, 2/ day (B)(6) 2006 to present 2009 and reported the following: numbness in extremities; pain,, burning feet, arms, hands and fingers; itchy feet, arms hands and fingers; sore feet, arms, hands and fingers; tingling / prickling in extremities; sore back; limited range of motion and lost sexual desires. Health care professionals were visited and specialists determined her symptoms are not due to an earlier injury. Treatment: biofreeze 2-3 times daily, whirlpool bath (soak feet), use of an apparatus called trueback, error magnets, unspecified, medications, use of a cane and wheelchair for long distance. The case outcome was not recovered/not resolved. Past medical history included: medical history - jaw operation in 2006 and both upper and bottom teeth were removed at the same time, had a bad fall on ice in (B)(6) 2007. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation. Add'l info - (us) otc device.